Event description:
It was reported the device was not reaching set temperature. No patient injury reported.

Manufacturer narrative:
Other, other text: d4 UDI is unknown. No product information has been provided to date. Additional information d5 d10 h3 and h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked enclosure and tank cover, outdated printed circuit board (pcb), power switch, and broken front cover from landing on the corner. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was out of calibration but the pcb was damaged with parts broken off loose in the enclosure. The root cause of the reported issue was found to be the corner on the front cover was broken and appeared to have been dropped by the customer. The impact probably broke parts loose from the pcb. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.